Event description:
It has been reported that the device stopped working during an unknown procedure using an unknown gen after 5 min of use. No patient consequences were reported. Another like device from another lot was taken to finish the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pin hole crack the device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.